Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 30 mg/dl. The customer was hospitalized on (B)(6) 2015 of hypoglycemia. The customer did not what form of treatment they received for their blood glucose levels. The customer stated that their health care provider had changed their insulin pump settings before they had gone on vacation which caused the low blood glucose. The customer was at work where they were non-responsive and sweaty prior to the hospitalization. The customer declined troubleshooting their insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.